Manufacturer narrative:
Paradigm test appendix: visual inspection: minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The unit did not had a battery installed when received. Customer's battery was received in an envelope 1.585 volts - duracell alkaline battery. Test energizer alkaline battery 1.596 volts. Paradigm analysis summary: unexpected blank display noted after battery insertion. Removed and reinserted the battery cap. Unit then powered up. No blank display noted. Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08740 inches. The run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Unit had high stop (idle) current. Unable to determine high stop (idle) current due to pump preservation. After completing the test, visually inspected the original battery cap and battery tube. There was a slightly corroded battery tube and a corroded battery cap contact.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had blocked due to low blood glucose after changing their infusion set. The adverse event had resulted in an automobile accident injuring people and totaling vehicles. The customer was hospitalized. No further details were given. The insulin pump and infusion set will not be returned for analysis.